Event description:
The customer reported the system is not booting up. No patient injury was reported.

Manufacturer narrative:
The service rep reseated system interface pcb and connections, reviewed event/log files for errors. Used appropriate esd procedures after verifying test equipment. System is operating as intended.